Event description:
It was reported that the patient's blood glucose level rose to over 400 mg/dl while wearing the pod longer than 48 hours between (B)(6) 2026. The patient reported being unsure if the cannula was properly seated in the infusion site (side of abdomen). They barely felt the cannula during insertion. It was unknown whether the pink slide had moved forward. There was no redness/swelling nor insulin leakage at the insertion site. The patient stated that the pod¿s adhesive had still been intact, it double beeped, and the cannula had deployed. No alarms or alerts were received. Upon removal of the pod, it was found that the cannula was bent. No treatment was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.